Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10218. It was reported during a lead revision surgery on 06/08/2015 (reference MFR report #: 1627487-2015-07241, 1627487-2015-07242 and 1627487-2015-07243), the physician was unable to place the new leads due to scar tissue. The physician aborted the procedure, and decided to explant the entire scs system (reference MFR report #: 1627487-2014-05793 for ipg).